Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The physician attempted to implant the taxus express2 2.50 x 12mm drug eluting stent into the lad and the balloon was stuck to the stent. The edge of the taxus stent was also reported to be irregular. No pt complications were reported.